Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected restart alarm when trying to rewind the insulin pump. The customer¿s blood glucose value was 146 mg/dl at the time of the incident. The customer informed that they were not able to operate the insulin pump any more as it would not respond to button pressing. The customer turned off the insulin pump as it was also alerting with sound. The customer was not able to clear the alarm or operate the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.